Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician suspected the right ventricular lead of subclavian crush. The lead was capped. No further information was available.